Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the head of nurses indicated that the urinary catheter was presenting problems when inflating the retention balloon, the sterile water did not pass to the balloon and the catheter presented problems when injecting the sterile water to inflate the balloon. It was not used on the patient and it did not cause problems in the patient. In total there were 5 pieces of this same batch mydx4908. The deficient probes were not used with patients, since when performing the test (inflating the balloon) it was not possible, so they were discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the head of nurses indicated that the urinary catheter was presenting problems when inflating the retention balloon, the sterile water did not pass to the balloon and the catheter presented problems when injecting the sterile water to inflate the balloon. It was not used on the patient and it did not cause problems in the patient. In total there were 5 pieces of this same batch mydx4908. The deficient probes were not used with patients, since when performing the test (inflating the balloon) it was not possible, so they were discarded.